Event description:
First PICC line appeared to buckle around guide wire & split when nurse attempted to pull guide wire out to trim PICC line (it was as if it were stuck to the guide wire). Second pcc line allowed for guide wire to be removed so line could be trimmed, however, after placement of the PICC line & removal of guide wire, leakage occurred at junction of catheter & cap. This catheter was removed. Single lumen PICC was then placed without problems.